Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and the buttons. This source led to an always activated button and unclearable e8 error messages. The damages led to the triggering of electronic errors. The errors e8 and the shutdown/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported all of the buttons on the infusion device do not operate. Patient stated the soft components are worn down and infusion device is displaying an e8 (power interrupt) error message. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.